Event description:
Reporter reports customer had low blood glucose event and was unable to test on meter due to error message while using the compact plus system. Reporter states customer tested on his daughter-in-law's meter with a low blood glucose result. Reporter states daughter-in-law had to get juice; customer could not have gotten his own. Customer required 3rd party intervention. Customer responded in about 15-20 minutes. A request was made for return of the suspect product and a replacement was sent.